Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low sensor scan and experienced symptoms of not feeling well and was unable to talk properly due to symptoms. The customer was seen at the hospital where insulin was administered for treatment. Reportedly, a sensor scan of 266 mg/dl was obtained in comparison to the healthcare professional meter glucose result which was ¿50-80 points off¿. It is unknown when the readings were taken in relation to when the treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.